Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. The devices were prepared according to the IFU and a monitor was placed on the triclip steerable guide catheter (tsgc). There was significant maneuvering of the tsgc to reach the valve. A triclip xtw was successfully placed, during the initial deployment sequence it was determined that there was air in the tsgc. Upon visualization it was noticed that the stopcock had broken off with a clear snap. It is believed that the stopcock became stuck on the stabilizer and broke off during the maneuvering. The guide was removed from the stabilizer and moved below the patients heart and the triclip xtw was deployed successfully. The tsgc was removed from the patient and a replacement device was re-inserted. Three additional triclips were implanted successfully. The final tr was grade 3. There was no clinically significant delays or adverse patient effects.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. The devices were prepared according to the IFU and a monitor was placed on the triclip steerable guide catheter (tsgc). There was significant maneuvering of the tsgc to reach the valve. A triclip xtw was successfully placed, during the initial deployment sequence it was determined that there was air in the tsgc. Upon visualization it was noticed that the stopcock had broken off with a clear snap. It is believed that the stopcock became stuck on the stabilizer and broke off during the maneuvering. The guide was removed from the stabilizer and moved below the patients heart and the triclip xtw was deployed successfully. The tsgc was removed from the patient and a replacement device was re-inserted. Three additional triclips were implanted successfully. The final tr was grade 3. There was no clinically significant delays or adverse patient effects.

Manufacturer narrative:
All available information was investigated, and the reported broken flush port luer was confirmed via returned device analysis. The reported leak could not be replicated in a testing environment due to the return condition (broken luer). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported the reported leak appears to be due to the broken luer and the broken luer appears to be related to user technique. There is no indication of a product issue with respect to manufacture, design or labeling.